Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed exit would alarm too quietly to be heard outside of patient's room. No injuries reported.